Manufacturer narrative:
The unit alarmed motor error during the basic occlusion test due to a faulty force sensor resistor. The motor passed the motor test. The unit had a cracked reservoir tube lip.

Event description:
The customer called to report that the unit alarmed motor error during basal, 3 times in one day. The customer's blood glucose reading was unknown. During troubleshooting, the customer was able to rewind the device. The customer was advised to discontinue the device, and revert to a back-up plan. The customer was advised that the device would be replaced and to return her device back for analysis.